Event description:
Boston scientific received information that this right atrial (ra) lead displayed loss of capture (loc) at maximum outputs, along with increased threshold measurements and a decreased amplitude. The patient was not pacemaker dependent. Additional information was received that a revision procedure was performed and upon lead inspection, the lead was found to be at an extreme angle. The insulation was determined to be intact, however, the conductors were not intact. The ra lead was ultimately surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.